Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer to replace the breath delivery alarm cable and breath delivery alarm. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator had a malfunction of the breath delivery audio alarm. The ventilator was not on a patient at the time of the event.